Manufacturer narrative:
The device was received at the manufacturing facility and is currently undergoing investigation. A supplemental report will be sent when the investigation is complete.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips "scissored" as they came out of the device. Another device was used to complete the procedure. There was no patient injury. Additional info was requested, but no additional info was provided.